Manufacturer narrative:
The main component of the system and the other applicable components are: product ID: 3057, product type: screening device. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) via a manufacturer representative (rep) regarding a trial patient. It was reported that the patient was still in the hospital due to bleeding at the incision site. There were no device issues or further complications reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va1dubd, product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.